Manufacturer narrative:
The customer reported that wash solution a was poured into the wash bottle b and wash solution b wash poured into the a wash bottle on the ortho provue analyzer. Product labeling instructs the customer of the proper procedure concerning maintenance of wash / waste bottles. No carry over, cross contamination or hemolysis of reagent or samples were reported as result of the incident. Incident occurred as a result of user error. Malfunction of the analyzer could not be identified. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that wash solution a was poured into the wash bottle b and wash solution b wash poured into the a wash bottle on the ortho provue analyzer. The customer indicated that there were no discrepancies noted with test results. There was no hemolysis observed. The customer emptied the wash bottles and filled them with the correct solution. The customer primed and flushed the system to clear out the previous wash solution. The customer indicated that they would discuss the issue with the lab director to determine if the samples needed to be re-tested. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could lead to erroneous results. Erroneous test results were not reported.